Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable tachy lead 6949; implanted: (B)(6) 2007; implantable cardioverter defibrillator (ICD)  c154dwk; implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead, that was programmed off previously, was turned on to pace the heart. However when it was turned on diaphragmatic stimulation was observed at low out puts. The left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event.